Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd pre-filled saline syringe were missing label information. The following information was provided by the initial reporter, translated from chinese to english: flush product syringe without label sticker.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25aug2023. H6: investigation summary: it was reported a flush syringe was received without a label sticker. To aid in the investigation, one empty syringe and two photos were provided for evaluation by our quality team. The syringe came with no packaging flow wrap or syringe barrel label. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the labeler process. A device history record review was completed for provided material number 306594, lot 2118471. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that 3 of the bd pre-filled saline syringe were missing label information. The following information was provided by the initial reporter, translated from chinese to english: flush product syringe without label sticker.